Event description:
Based on the medical records provided by the pt¿s attorney: (B)(6) 2003 ¿ pt underwent repair of recurrent ventral hernia with composix kugel mesh. The pt previously had a repair eight years prior with no mesh placement. On (B)(6) 2003 ¿ patient underwent repair of recurrent incisional hernia with a second piece of composix kugel mesh. The previously placed composix kugel mesh was noted to be ¿folded¿. The mesh was excised. On (B)(6) 2006 ¿ pt underwent drainage of subcutaneous abscesses and removal of the composix kugel mesh. A chronic infection was noted in addition to a fistula into the bowel.

Manufacturer narrative:
Initially the attorney reported that a single event of the implant of a composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical records provided, it is unk whether the device may have caused or contributed to the reported event. The pt underwent repair of a recurrence with a composix kugel mesh in (B)(6) 2003. The pt developed a recurrence five months later and the composix kugel mesh was explanted and replaced with a second composix kugel mesh. Upon removal, the medical records noted the mesh appeared ¿folded¿. The info provided indicates that the pt was treated for a recurrence which is a known adverse event listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213543-2007-00436 for info related to the second composix kugel mesh implanted on (B)(6) 2003.